Manufacturer narrative:
B3 - date of event: date of event was approximated to 08/01/2024 as the exact event date was not reported.

Event description:
It was reported that the stent moved on balloon the target lesion was located in the calcified iliac artery. A 7.0 x 30 x 75 cm express ld stent balloon expandable was selected for use. During the procedure, it was noted that the stent moved on balloon. No patient complication were reported.